Event description:
Customer reported no table movement and no fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator cabling. System operates as intended.